Event description:
The pt reported the first stimulation system was implanted in 2006 with wonderful results. Approx eleven months later, a second stimulation system was implanted with good results initially. In 2007, family members noticed the pt had lapses of memory and started to become "paranoid." The pt was voluntarily hospitalized for three weeks as "paranoid and a danger to herself". The hcp turned both deep brain stimulation systems off. The pt states they are back to "normal". Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional info is received.